Event description:
Customer reported an intermittent black images on the left monitor. The screen is going black and the images are not coming up.

Manufacturer narrative:
The medi capture box installed on the 9800 workstation was 110v, but connected to 240v line same connector as the left monitor. This problem was corrected by removing the ac line from ac-1 and ac-2 to ac-1 and nu. The system is now working as intended.